Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the bearings were worn out and no longer in axial alignment, which caused vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing process, it was observed that the bearings were worn out on the attachment device. During in-house engineering evaluation, it was observed that the bearings were worn out and no longer in axial alignment, which caused vibration. There were no delays in the reported event as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization reported. If additional information becomes available a supplemental medwatch would be submitted accordingly